Event description:
It was reported that the patient experienced a metabolic disorder with abnormal lab values. The patient also experienced hypertension with elevated blood pressure. This was noted as new illness, injury. The patient was given medication, metformin and lisinopril and hctz. Seriousness of the event was noted as none of the above. The event was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-33, lot# v565872, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).